Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2016, suction break occurred one (1) time and the doctor was unable to applanated fully. Patient had 4d (diameter) of cylinder. The surgeon had trouble completing raster pattern on patient's left eye and the surgery was aborted. It was noted that although they had multiple suction losses, but they only lost a procedure on one (1) case/ suction loss was during raster. It was reported that the patient most likely will return in have photorefractive keratectomy (prk) done on the left eye. The right eye flap was created but the patient opted to not have that flap lifted and the excimer treatment was not completed. At the time of the event, doctor switched out the suction ring and asked the abbott clinical development manager (cdm) if switching the cone will help. Cdm explained to the surgeon reasons why switching cone is not recommended and asked surgeon to check that the laser is not max out in the z direction and to check if patients brow bone, cheekbone or nose is in the way. Also to be sure they are not pushing down on the eye while squeezing.